Manufacturer narrative:
The customer's calibration recovery was found to be acceptable. The customer's qc recovery was requested but not provided. Precision testing using qc material was performed by a field service engineer and was found to be acceptable. The samples were requested for investigation but could not be provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). This event occurred in (B)(6). The laboratory used citrate tubes to test the samples on the cobas c111. The investigation is ongoing.

Event description:
The initial reporter received questionable d-di tina-quant d-dimer results for 3 patient samples on a cobas c111 module. Patient 1: the initial result was 5415.73 ng/ml. The sample was repeated on a vidas (biomerieux) platform and the result was 1769.72 ng/ml. The sample was tested in another laboratory on a c311 module and the result was around 1900 ng/ml. Patient 2: the initial result on an unknown date was 411ng/ml. The sample was repeated on a vidas (biomerieux) platform and the result was 828 ng/ml. Patient 3: on 21-apr-2021 the initial result was 494.99 ng/ml. The sample was repeated on a vidas (biomerieux) platform and the result was 809.69 ng/ml. The results were not reported outside of the laboratory. The reagent lot number is 51965201. The expiration date was requested, but not provided.